Event description:
It was reported that patient had an initial ankle procedure in (B)(6) 2014. During a follow-up examination, it was observed that the nail fractured. Subsequently, patient was revised on (B)(6) 2015 to remove and replace the fractured nail.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.